Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Analysis was unable to perform the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test due to no button response and button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm and experiencing low blood glucose. The blood glucose at the time of the incident was 57 mg/dl. The customer states she was unctuous due to low blood glucose and when she came to the button error was on the screen. The customer believes she may have fallen on the pump. The customer states she treated for the low blood glucose level. However the customer declined to troubleshoot for the low blood glucose. The device will be returned for analysis.